Event description:
A malfunction alarm, specifically malf 12, was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections as a backup insulin therapy.